Event description:
The customer obtained a non-reproducible higher than expected vitros iga quality control result when processed on a vitros 5, 1 fs chemistry system. A vitros iga result of 731.7 mg/dl vs. An expected result of 89 mg/dl was predicted. A biased result of the magnitude and direction observed may lead to inappropriate physician action if it were to recur undetected with a patient sample. The customer had no evidence that patient results were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros iga quality control result was obtained when processed on a vitros 5, 1 fs chemistry system. No assignable cause could be determined. Acceptable vitros iga quality control results were obtained upon repeat testing using the same reagent pack. An instrument related issue, a reagent issue, or a contaminated cuvette issue have not been ruled out as potential contributing factors.